Manufacturer narrative:
A ge rep evaluated the system and reseated circuit boards and connections, reloaded software, and adjusted the 5v power supply. System operates as intended. (B) (4)

Event description:
Customer reported a switch stuck error and abnormal beeping. No pt injury was reported.